Event description:
It was reported that a spectrum infusion pump had an issue with the door latching. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed a door not fully latched alarm (which is likely what the reported "door latches" issue was referring to) but did not reproduce the reported symptom. The eval found the alarm to be caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.